Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 9680001-2017-00099; 2030404-2017-00050; 3005334138-2017-00244; 3005334138-2017-00245. During an atrial fibrillation ablation procedure, a cardiac perforation occurred. A catheter was placed in the coronary sinus and a double transseptal puncture was performed. The left atrium was mapped and the catheters were removed from the left atrium. A catheter was placed in the right atrium along the septum and lateral wall. Another catheter was used to ablate the cavo tricuspid isthmus(cti). The tachycardia did not change while ablating in the cti; therefore further mapping was performed. Ablation was performed in the right atrium from the tricuspid valve to the inferior vena cava. The patient was cardioverted to sinus rhythm and further ablation was performed in the cti. The bundle of his was recorded and the catheter was moved into the right ventricle to check for a retrograde conduction pathway. The patient became hypotensive and the intracardiac echocardiography catheter revealed an effusion which was confirmed with an echocardiogram. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device during the procedure.